Manufacturer narrative:
(Date of event): date of event was approximated to be on (B)(6) 2018 as no event date was reported. Device problem code 2944 captures the reportable event of foreign matter found on the device. Analysis of the returned device found that there was not any foreign material present on the tip or any other section of the device, and it worked as intended. The returned device review includes visual and functional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore the most probable cause for the complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in a procedure. According to the complainant, a cautery was used and it was noted that a green light or a piece of green artifact came off the tip of the snare. There were no patient complications reported as a result of this event. It was reported that the patient had "no issue" at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in a procedure. According to the complainant, a cautery was used and it was noted that a green light or a piece of green artifact came off the tip of the snare. There were no patient complications reported as a result of this event. It was reported that the patient had "no issue" at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.